Event description:
Date notified: (B)(4) 2010. A model 305 portable aspirator (s/n (B)(4)) failed to operate. An inspection of the device revealed a battery pack terminal disconnected. The terminal was recrimped and reconnected to the battery pack, the device was tested to specifications and returned to the customer. No death or injury resulted from the device malfunction.